Event description:
The volcano visions ivus catheter .035, during use, stopped giving pictures. The catheter was removed from the patient and biomed picked up the equipment and catheter. Note: biomed checked out the bedside device and there were no issues with the device and they verified it to be a faulty catheter. Notes from procedure that refer to the ultrasound: "intravascular ultrasound was then done of the left common iliac vein and vena cava and left external iliac vein documenting that the external iliac vein measured 10 mm and the common iliac vein measured 14 mm. The lumen of the common iliac vein was 2 mm. It was stenosed for over 4 cm in length based on intravascular ultrasound. Intravascular ultrasound catheter stopped working but by then we had made some measurements. Would have been nice to have it prior to stent deployment and angioplasty to better delineate more accurately the stenosis." There were no complications. Manufacturer response for catheter, ultrasound, intravascular, visions pv .035 digital ivus catheter (per site reporter): they assigned it RMA#(B)(4) for us to return it to the vendor.